Manufacturer narrative:
Added-b1 selected adverse event. B2-selected life threatening. B5-additional narrative. H1-type of reportable event-changed to serious injury. H6-clinical code 1886.

Event description:
Additional information received on 09/23/2024 via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding the patient that endured hemolysis with a "definite" relationship to the impella device used. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation of low pump flow and hemolysis has been completed. The pump was retuned and visually inspected. There was no cannula kink, no broken blade and no biomaterial observed. Pump connected to controller to reproduce the low pump flow issue. Pump flow was running within specification limit. No abnormality found. Hemolysis test conducted. No hemolysis issue observed. No abnormality and issue found in the pump and hemolysis test. Data log reviewed: suction alarms occurred a few times. No positioning issue observed. No motor current spike observed outside of p-level changes. Flow looks correlated with p-levels changes. The cause of the low pump flow most likely was patient condition related. Pump low flow cannot be reproduced and no abnormality found in the pump. Patient had small left ventricle (lv). The cause of the hemolysis issue most likely was patient condition related as the patient had small lv. Instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ g1 reporting contact email revised on manufacturer device report 1220648-2024-18664 in accordance with updated procedures. G2 report source; study was missing from manufacturer device report 1220648-2024-18664 h6 revised to reflect additional health effect - impact code for hemolysis manufacturer device report 1220648-2024-18664-1. H10 revised to include instructions for use for hemolysis which was missing from manufacturer device report 1220648-2024-18664-1.

Event description:
Us complainant reported the patient was on impella cp support due to st elevated myocardial infarction (stemi). While on support, suction alarms were noted overnight. The decision was made to explant cp. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.